Event description:
The unit allegedly became very hot and a hole was burned in the case in the area around the auxiliary power supply connector. There was no pt involvement reported regarding the alleged malfunction.